Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Resurfacing of patella (left knee) and changing of polyethylene liner. Patient had previous surgery with no resurfacing of patella. Doctor chose to change the insert because it was there.